Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During remote follow-up, following an alert, episodes of post-paced t-wave oversensing was noted likely due to myopotentials. The device was reprogrammed and the issue resolved with no adverse consequences to the patient.